Event description:
A patient had re-injured their knee while moving some furniture. The knee prosthesis was originally implanted approximately 2 1/2 years ago. The surgeon performed a revision surgery and replaced the tibial insert with a thicker insert to tighten the joint.